Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not turning on. The customer¿s blood glucose was unknown. The customer was changing the battery. The customer advised to monitor the pump. The customer advised to revert to back up plan per health care professional until replacement cap arrives. The customer advised to place pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. The insulin pump will not be returned for analysis.